Event description:
The ventilator is a rental unit. The hospital reports the ventilator alarmed high pressure and the airway pressure meter read 120 cm h20. The pt was receiving air flow. The pt 02 sats dropped to 84% and their heart rate dropped to 36bpm. The pt was removed from the ventilator, placed on another ventilator and the pt 02 sats and heart rate returned to normal. There was no pt injury. The ventilator was examined, tested, calibrated and functionally checked by third party service with no problems found.